Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the device was functionally okay with insignificant anomalies. Final analysis of the lead revealed that there was no significant anomaly, the lead body was cut through, and the product was segmented.

Event description:
It was reported that a patient still was unable to determine whether the stimulation was in correct location and after "rate and electrodes" had been adjusted. The patient was still "having pain." "Adverse effects" to several pain medications were mentioned. It was also reported that the patient walked two miles per day which she had not been doing prior to the surgery. Burning sensation and pain in the right hip and leg were reported. It was also reported that the patient had been taken into the operating room for explant of her system. The reason for removal was stated as not normal battery depletion and also therapy related noting that the stimulation did not help as much "as the patient had expected." There was no patient injury reported and the patient status was stated as recovered without sequela. The implantable neurostimulator parameter history was noted as 3.15v for amplitude, 300ms for pulse width, 30hz for rate for continuous stimulation. Electrode configuration was noted as 0-, 1+, 5-, 6+, 11-, 12+.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.